Event description:
The contralateral pull wire caught on the hooks of the superior attachment system upon jacket retraction. Resolved with a guide catheter. Jacket retraction was difficult but was resolved. Bilateral stents were used.